Event description:
It was reported that during attempted insertion of the iab, it could not be fully advanced through the introducer sheath. As a result of this, the iab and sheath were removed as an unit and second sheath and iab and second sheath and iab were placed successfully. There were no patient complications.

Event description:
It was reported that durinig attempted insertion of the iab, it could not be fully advanced through the introducer sheath. As a result of this, the iab and sheath were removed as a unit and secnd sheath and iab were placed successfull. There were no patient complications.